Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received two inappropriate shocks due to oversensing of t wave or p wave due to reduced qrs amplitude. Technical services (ts) provided a review of stored episodes and two episodes that were treated and one untreated episode. Technical services (ts) discussed possible troubleshooting options to determine best sensing vector. This sicd remains in service. No additional adverse patient effects were reported.